Manufacturer narrative:
Corrected data: h10 - correction to "additional manufacturer narrative" in supplemental #1, correct lens serial is #t385696. B5 - the lens (sphere/cylinder/axis) should be corrected to -8.50/+2.0/088. Claim# (B)(4).

Manufacturer narrative:
H3 - device evaluation: lens was returned in a micro-centrifuge vial with moisture on the lens. Visual inspection found no visible damage to the lens. Claim#: (B)(4).

Manufacturer narrative:
Additional information: on 06-mar-2020 reporter indicated original lens reported was the incorrect serial #, correct serial number is #(B)(6). B5 - the lens (sphere/cylinder/axis) should be corrected to -8.5/+2.0/084. Corrected data: h6 - device code 1494: off-label use (acd < 3.0mm). Claim#: (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticm5_12.6 implantable collamer lens, -8.5/+2.0/084 (sphere/cylinder/axis), in the patients left eye (os), on (B)(6) 2019. The lens was explanted on (B)(6) 2020 due to excessive vaulting. The lens was exchanged for a shorter lens and the problem was resolved. The cause of the event was unknown.